Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated when they pressed the act button there was a squiggly black line and it was cut down the middle like a line/half screen and squiggly lines. The customer pressed act again and the main menu came up. The customer stated that the insulin pump had a partial display on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Pump passed off no power test. No unexpected missing segment or partial display anomalies noted. (B)(4).